Manufacturer narrative:
Analysis of the catheter identified no significant anomalies. The catheter was returned in segments. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), (B)(6), (B)(4).analysis results were not available at the time of this report regarding catheter serial# (B)(4). A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid 2.5 mg/ml at 0.75 mg/day via an implanted pump for spinal pain. The event/difficulty occurred on (B)(6) 2018. The patient reported increased pain and reported to the doctor. A catheter revision occurred, and the old pump segment was removed and replaced. It was noted the 8781 catheter kit was opened for the revision and was faulty. They found a long spinal segment, short pump segment and not an 8781 kit. The 8781 was never implanted and would be returned. There were no environmental/external/patient factors that may have led or contributed to the issue and no diagnostics/troubleshooting performed. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ the patient¿s weight was asked and unknown and ¿would not be made available (legal/confidential reason).¿ medical history was asked and ¿would not be made available (legal/confidential reason).¿ additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient reported increased pain to her provider. The cause was likely the catheter which was replaced on the date indicated. It was noted the cause was likely to be the old pump catheter. It was replaced with a new catheter segment. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the 8781 catheter kit that was faulty (sn =(B)(4)) was lost and would not be returned. No further complications were reported/anticipated or expected.